Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted under general anaesthesia on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 12, 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on june 01, 2023.